Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11e. Retainer ring = black. On (B)(6) 2021 customer alleged that he had lost three sensors. The first one stopped two days early. The second one took a long time to connect, lasted three days, and lost signal. In addition to this the pump railing is broken. The following actions/tests will be performed: visual inspection for cosmetic damage; power up test; required tests; communication test; cutting open the case; visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of the belt clip rails, cracked keypad overlay. Did not note anything wrong with the belt clip rails. Both belt clip rails are intact and are neither bent nor cracked. Inserted a test belt clip into the belt clip rails, and both belt clip rails held the belt clip firmly in place without any movement whatsoever. The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The unit was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The unit was then calibrated, and afterwards displayed the sensor values in a graph. The unit was left overnight connected to the sensor. No unexpected sensor errors or connection anomalies were noted. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, customer allegation for sensor taking a long time to connect and lost signal was not confirmed during testing. Also customer allegation of a broken belt clip rail is not accurate. The belt clip rail itself is fine although there is a crack in the case right next to it. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic), lost sensor alarm occurred. There was no adverse impact or consequence reported as a result of this event.